Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5119529.

Event description:
Related manufacturer reference number: 2017865-2023-38825. It was reported that a patient presented with two leads which exhibited high capture thresholds. The leads were explanted and no adverse patient consequences were reported.